Event description:
The customer called to report a blank display. The reported blood glucose reading was 298 mg/dl. Troubleshooting was performed and the insulin pump alarmed failed battery test, followed by another blank display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the battery cap contact.